Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd¿ pen needle there was leakage. The following information was provided by the initial reporter, translated from portugese to english the client informed that the product was leaking during application the person responsible contacted the program informing us that her daughter has been using the omnitrope medicine for some time now, and that yesterday for the second time she noticed that when she goes to apply it to the patient and takes the needle out of the skin, she notices that the medicine is leaking and that the medicine remains in the white part of the needle, she informs us that she doesn't know if there is a piece of needle left inside the ampoule, but that she and the patient think that there is something strange with the ampoule, but she is afraid to touch it and make the situation worse. When she picks up the ampoule, she mentions that it smells awful and seems to be strong. We receive photos of the ampoule and notice that there is a large volume of water in the carpule. She tells us that she thinks it's from refrigeration, but that she can't really tell if that's the case because the smell of the medicine is strong. When collecting the batch and expiry date of the ampoule, the person responsible realizes that the ampoule has already expired, and its expiry date was apr/2024. The patient used the medicine yesterday 01/05 and we advised her not to use it again. We are now offering a new ampoule, as we noticed that the ampoule was leaking and that there was a hole in the photos.

Event description:
It was reported that while using the unspecified bd¿ pen needle there was leakage. The following information was provided by the initial reporter, translated from portugese to english. The client informed that the product was leaking during application. The person responsible contacted the program informing us that her daughter has been using the omnitrope medicine for some time now, and that yesterday for the second time she noticed that when she goes to apply it to the patient and takes the needle out of the skin, she notices that the medicine is leaking and that the medicine remains in the white part of the needle, she informs us that she doesn't know if there is a piece of needle left inside the ampoule, but that she and the patient think that there is something strange with the ampoule, but she is afraid to touch it and make the situation worse. When she picks up the ampoule, she mentions that it smells awful and seems to be strong. We receive photos of the ampoule and notice that there is a large volume of water in the carpule. She tells us that she thinks it's from refrigeration, but that she can't really tell if that's the case because the smell of the medicine is strong. When collecting the batch and expiry date of the ampoule, the person responsible realizes that the ampoule has already expired, and its expiry date was apr/2024. The patient used the medicine yesterday 01/05 and we advised her not to use it again. We are now offering a new ampoule, as we noticed that the ampoule was leaking and that there was a hole in the photos.

Manufacturer narrative:
Correction: after further evaluation of the complaint, the sample received is not an bd pen. The complaint is not valid. Therefore MFR#: 2243072-2024-00662 is void as a result.